Event description:
Boston scientific (formerly guidant) received info that this pt's ancure endograft was removed eight years post implant. The reason for the explant procedure was not reported. No add'l adverse pt effects were reported. Add'l info was obtained from field that a procedure had been done at another facility in (B)(4). The ancure endograft had developed a leak (location not specified) and the aaa sac had become significantly larger. The ancure endograft was then removed and a conventional repair was performed. No add'l adverse effects were noted.

Manufacturer narrative:
The ancure endograft has not been returned. No add'l info is available at this time. If add'l info becomes available, this report will be updated.